Event description:
During an unspecified procedure, the stent of the express vasc ld was detached from the premounted system prior to stent deployment. The stent was released in the artery before the target lesion. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'no clinical consequences'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval (device was implanted); therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.